Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation from the lead implanted at the l2 vertebral level. Diagnostic testing did not reveal any impedance issues. Surgical intervention was undertaken and the physician was only able to partially explant the lead (reference MFR report: 1627487-2018-01975). A new lead was implanted and reportedly effective therapy was restored.